Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer informed that on (B)(6) 2012 while crossing the street, she hit a rock and the rollator flipped her over. MDR filed.